Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery using penumbra coil 400. During the procedure, the penumbra coil 400 unintentionally detached partially inside the microcatheter and partially in the aneurysm. The penumbra coil 400 became lodged in the carotid artery and could not be removed with a stent device. The artery was sacrificed and the patient has blood flow through the other carotid artery.

Manufacturer narrative:
Results: the pusher assembly was kinked approximately 1.0, 17.0, 45.0, 74.5, 87.5, 97.0, 108.0 and 133.0 cm from the proximal end. The pet lock was still intact, indicating that the coil was not detached as intended. The proximal constraint ball was inside the distal detachment tip (ddt) with a piece of stretch resistant (sr) wire attached. The coil sr wire was broken near the coil proximal constraint ball. Conclusion: the compliant has been evaluated. The complaint indicates that the penumbra coil 400 broke while being placed in the artery. Evaluation of the returned device confirmed a break in the coil sr wire. This type of break is usually associated with force placed on the coil during manipulation in the catheter in excess of the tensile strength of the sr wire material. This force is typically placed on the device when the user encounters resistance during coil deployment or coil retraction. The cause of any resistance during coil placement could not be identified based on the description of the event. The kinks along the length of the pusher assembly may have been due to advancing the coil against resistance or as a result of post-event handling. These devices are visually inspected for damage during process and are 100% functionally tested during inspection. In addition, the manufacturing records for this lot were reviewed and all units tested for tensile strength met the specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.